Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic cholecystectomy, but while a patient was in the operating room, the arm cart assembly (aca) froze when the position button was pressed for the first time right before draping. There were many messages displayed, including a non-dismissible orange alarm with a message displayed for a "communication failure". A calibration failure and aca cart column failure occurred after the aca was restarted, and a message was displayed that suggested mechanical release of the column may be required. The aca was restarted and the surgery was started. During undocking, the aca froze again. The aca was restarted and a calibration error and arm error occurred, causing the aca to freeze again. The aca was restarted and calibrated successfully but froze again when being put in the storage position. The aca was being restarted again but the nurses pushed the pulsing blue button to turn the system off. The start up specialist (sus) started the system back up and the aca calibrated successfully and was put in the storage position. There was no patient injury.